Event description:
This is a report by a consumer in the USA with supplemental information provided by a nurse of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On (B)(6) 2010, the patient began treatment with dianeal pd4, 1.5%, low calcium ambuflex, dianeal pd4, 2.5%, low calcium ambuflex and dianeal, 2.5%, pd4 ultrabag therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). As reported, dianeal therapies were ongoing. During a call with baxter customer services, the following was reported by the home patient (hp). On an unreported date, the patient experienced a break in aseptic technique described as the patient made a mistake of touch contamination and did not wear a mask (further details not reported). The hp reported, on (B)(6) 2012, she experienced peritonitis and was hospitalized on that same day. The hp reported, the cause of the peritonitis was a break in aseptic technique described as she made a mistake of touch contamination and did not wear a mask. Treatment was not reported. Concomitant therapy was not reported. On (B)(6) 2012, the hp was discharged from the hospital. At the time of this report, the hp stated she is recovering from the event of peritonitis. On (B)(6) 2012, baxter global pharmacovigilance (gpv) followed up with the pd nurse (pdn) and received the following additional information. The pdn confirmed the patient experienced peritonitis. The pdn stated, "it had nothing to do with the pd therapy. It was because of her own personal issues" (unspecified). It was not reported whether the patient was re-trained in proper aseptic procedures for pd therapy. The pdn declined to provide further follow up information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the patient reported a break in aseptic technique described as the patient made a mistake of touch contamination and did not wear a mask while performing pd therapy. The assignable cause for the break in aseptic technique is not determined. A labeling review was performed which found the labeling adequate in relation to the prevention of the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.